Manufacturer narrative:
(B)(4). Investigation summary: the device was not returned for analysis, which prevented a full investigation and analysis of the root cause. However, based on our knowledge of the device design and it prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Or mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use. Through f/u discussions with the sales rep, we were informed that the pt had cancer and had surgery.

Event description:
The sales rep reported that the technologist called on tuesday to report they experienced a tip sheer on a mam3008 on monday. She was not sure if the doctor pulled back on the marker or if she deployed in the wrong clock position. Rep spoke with the radiologist who performed the biopsy, (B)(6), on (B)(6) 2014. Rep asked her to explain what happened and she showed him on the demo probe and marker he had on hand. According to her the marker deployed smoothly, and the tip sheer occurred when the technologist rotated the probe 180 degrees. She showed rep the image of the post biopsy mammo, and the entire tip was in the breast measuring 17mm. The marker was disposed of and could not be recovered.